Event description:
It was reported that the patient presented to the emergency room on april 4, 2025, due to elevated blood glucose levels after an unspecified duration of pod wear and was diagnosed with hyperglycemia. Blood glucose values were reported at 899 mg/dl upon medical evaluation. Reported symptoms included vomiting and loss of consciousness. The patient was treated with an insulin infusion, remaining under observation for approximately 4-5 hours. The patient returned home the same day with instructions to present for a follow-up evaluation the following day. No further information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.